Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, however software reconfiguration will be performed to eliminate possible software issues. (B)(4).

Event description:
It was reported that when the programmer was powered on, a "system test failure" was displayed on the screen. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.